Event description:
It was reported that the patient went to the emergency room for an elevated blood glucose and was later hospitalized with diabetic ketoacidosis on (B)(6), 2025. The patient's blood glucose levels reached 716 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, hypertension, dehydration, urinary tract infection, dry mouth, polydipsia and dysphasia. The patient was treated with intravenous insulin and was provided with medication to address her hypertension. The pod was removed at the hospital. The patient was discharged 3 days later on (B)(6), 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We cannot confirm or determine the root cause of the bent cannula. We cannot conclusively determine if the alleged bent cannula caused or contributed to the hospitalization. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.